Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and ams straight in were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent laparoscopic sacral colpopexy, rectocele repair and cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae, bleeding, dyspareunia, neuromuscular problems(unknown), vaginal scarring (unknown) and other unspecified issues. It was reported that patient underwent excision of vaginal mesh on (B)(6) 20/12 for vaginal mesh extrusion. Patient also underwent da vinci assisted robotic laparoscopic sacrocolpopexy on (B)(6) 2013 for chronic mesh erosion, right pelvic fluid collection and possible abscess.